Manufacturer narrative:
Wallner, o., stark, a., muren, ol, eisler, t., skoldenberg, o. (2014) unstable hip arthroplasties. A prospective cohort study on seventy dislocating hips followed up for four years. International orthopaedics (sicot), doi 10.1007/s00264-014-2583-8. Received: 9 october 2014/accepted: 23 october 2014. The product was not available for return. Condition is addressed in the package insert. Without the opportunity to examine the complaint product, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information was received based on review of a journal article titled, "uncemented unstable hip arthroplasties. A prospective cohort study on seventy dislocating hips followed up for four years." The article identified a (B)(6) old male that was followed for 5 years that had a dislocation at 37 days post-op and multiple dislocations at (unknown time frames) treated with closed reductions, stem and/or cup revision, excision arthroplasty, wound debridement, unknown procedure and open reduction on unknown dates. There has been no further information provided and the patient's outcome is unknown.